Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No sticking keypad noted during our testing. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that keypad buttons were sticking making it difficult to deliver a bolus. Customer's blood glucose was 250 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.